Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin - japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a screw and set screw in an l4/5 vertebra tlif for l4/5 spondylolisthesis. It was reported that after the incision closure, something like a needle was stuck into the hand. When checking by palpation after thread cutting and tab folding, the burr of the set screw or the screw head may have been stuck on the gloves. It was unknown if there were any patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.